Event description:
It was reported that while verifying, the surgeon pushed the pointer probe tip very deep against the patient's skin. The robot detected a collision and disconnected from the controller. The robot computer was only restarted and was able to reconnect without further issues. About a 3 minutes delay.

Manufacturer narrative:
A full analysis of the data logs has been performed. This analysis concluded that the force applied on the patient¿s skin was detected as a force sensor saturation which provoked an error in the joint speed. This error led to a communication error and the arm stop as expected. After the reboot, the case was resumed as expected.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that while verifying, the surgeon pushed the pointer probe tip very deep against the patient's skin. The robot detected a collision and disconnected from the controller. The robot computer was only restarted and was able to reconnect without further issues. About a 3 minutes delay.